Event description:
While scanning a patient in our contrast setting, I utilized a "flash" button to redistribute the contrast and upon hitting the flash button the patient awoke and yelped. When I asked if he was ok and what happened he said he was fine but felt like he received a static shock. He said there was no residual pain, and he fell back asleep. There was no redness or marks left on the patient, and patient stated he felt fine when echo completed.